Event description:
It was reported that during preparation of a procedure, the device allegedly had foreign material inside the sterilized package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sample bard pfte pledglet graft was returned for evaluation. During visual evaluation, no breach of sterile barrier was noted to the inner packaging. Under microscopic observation pledglet grafts were noted to have string like fibers and unknown charred material. Material was noted to be frayed at edges of felt. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause could not be determined based upon the provided information. Labeling review: the instructions for use included in this product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. The directions for use, indications, contraindications, and precautions are adequate and clearly stated in this instructions for use . Instructions for use precautions warns that the product is sterile, unless the package is opened or damaged. Single use only. The review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2024), g3, h6 (method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that during preparation of an procedure, the device allegedly had foreign material inside the sterilized package. There was no reported patient contact.